Manufacturer narrative:
The complaint of myopotential oversensing on a product is reportable because it indicates a malfunction involving a long-term implantable or life-supporting/life-sustaining product

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were performed. Further information was requested however, was not provided.